Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that accidentally primed near 16.0 units of insulin into her body, and she was feeling shaky and warm. The customer took three glucose tablets, sugar, and a banana. The high glucose reading at time of call was 580mg/dl, and was due to surgery, medication, and illness, but had bolused for it. The customer stated that she has been working with the doctor with making changes and getting her blood glucose regulated as it has been high. During the call, the customer mentioned being hospitalized two months ago due to low blood glucose. No further information was provided.